Manufacturer narrative:
H10: manufacturing review: a device history record and manufacturing review was not required as the event was determined to be expected and the investigation did not identify any manufacturing and/or service-related issues. Investigation summary: the magnum driver was received for evaluation. The magnum driver was visually inspected upon receipt and was found to be good condition. The device was functionally tested and failed the tests due to cocking slide assembly and throw adjustment main shaft assembly were dry and do not work properly. No other anomalies were identified. Therefore, the investigation is determined to be unconfirmed for the reported device fires without activation issue and the investigation is determined to be confirmed for the identified double armed issue. The root cause for reported fires without activation issue cannot be determined as the problem could not be reproduced. The root cause for identified double armed issue was determined to be cocking slide assembly and throw adjustment main shaft assembly were dry and do not work properly identified during evaluation. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. Bd recommends the magnum instrument be cleaned and lubricated after every use to enhance the performance and longevity of the instrument. Silicone free, quality medical grade lubricant compatible with steam sterilization should be used to lubricate magnum instrument. Refer to the manufacturer's instruction to determine compatibility and for the use of the selected lubricating agent. Ensure all moving parts of the magnum instrument are lubricated. End - users may sterile the instrument after each cleaning and lubrication. H10: d4 (expiration date: 07/2022), g3, h6 (device) . H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that prior to a biopsy procedure, the needle was allegedly bending and shooting alone. It was further reported that the pistol was allegedly found to warp the needle slightly, and when cocked, it happened to fire without activation. There was no patient contact.

Manufacturer narrative:
H10: as the serial number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer. The investigation of the reported event is currently underway. H10: d4 (expiry date: 07/2022). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device pending return.

Event description:
It was reported that bending needle, shooting alone. Additional information has been received stating that "defect of the pistol: warping the needle slightly, and when cocking it happens to fire without activation." There was no patient contact.